Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, brown particles and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nick/stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nick/stress marks due to surgical impact opening.

Event description:
The doctor reported a left side device rupture confirmed during the explantation and capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported a left side device rupture confirmed during the explantation and capsular contracture grade IV. The device has been explanted.